Event description:
While running startup, the customer reported a leak from the rinse bath overflowing on the coulter act 5diff autoloader (al). The volume was reported as about 10 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) found solenoid 31 was not engaging when activated. The fse replaced solenoid bank containing solenoid 31, but the replacement was no help with draining the wbc/baso bath. The fse then found the relay coil for the wbc/baso bath drain had gotten wet from the overflow and was not working. The fse replaced the relay coil to resolve the bath leak reported. (B)(4).